Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. X-rays and photography were reviewed. Provided photography confirms the reported liner disassociation. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. No devices, patient demographics, progressive x-rays, medical records, or additional investigative inputs were provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address liner disassociation from the cup and squeaking. Pictures provided show that the ards of the liner were sheared off. **update received (B)(6) 2016. Sales rep has also reported the revision surgery for the liner disassociation.